Event description:
Medtronic (covidien) received report that during a cerebral arteriovenous fistula / embolization, the scepter balloon catheter (terumo) got immobilized after injecting onyx and could not be removed from the patient. It seemed the onyx was adhered to the tip of the balloon catheter. The physician inflated the balloon of scepter balloon catheter and started injecting the onyx. Reflux of onyx at the proximal part of the balloon was confirmed but the davf was completely embolized. In order to remove the scepter balloon catheter, the physician used 4fr cerulean guiding catheter (B)(4) covered the clot of onyx, and removed from the patient. Upon removing the scepter with cerulean, the balloon of the scepter broke but it did not cause any harm or other malfunction.

Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4). Additional information, was inadvertently selected and is not applicable, as this is an initial 30-day report.